Event description:
The stopcock came off when the surgeon was suturing patient during surgery. Air embolus could have occurred according to surgeon; additional blood loss was reported. As a result, patient was kept in or longer than needed.

Manufacturer narrative:
Customer report was confirmed. The white stopcock was completely detached from the silicone hub of inflation extension tube (for 9mm balloon). The connection between stopcock and silicone hub was a snug fit and did not require bonding agent. Stopcock could be reattached to the hub. The stopcock to silicone hub connection appeared tight and secured.